Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
Evaluation summary: based on currently available information, as per IFU and op-technique the delayed union is a common complication of the orif surgery itself and the reported failure mode appears to be most likely device unrelated medical issues(i.e patient's obesity and previous surgical history are reasonably indicative to be contributory factors precluding the surgery itself and presenting an increased risk of device failure). Furthermore, the patient has been implanted unsuccessfully twice with a femural plate and revised in the end with a femural nail. Therefore an inadequate device selection cannot be excluded nor confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation records. The device has been explanted but not returned to the manufacturer for evaluation. The affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. [Original statement]: " contraindications: the physician's education, training and professional judgement must be relied upon to choose the most appropriate device and treatment. Conditions presenting an increased risk of failure include: any active or suspected latent infection or marked local inflammation in or about the affected area compromised vascularity that would inhibit adequate blood supply to the fracture or the operative site bone stock compromised by disease,infection or prior implantation that can not provide adequate support and/or fixation of the devices material sensitivity, documented or suspected. Obesity. An overweight or obese patient can produce loads on the implant that can lead to failure of the fixation of the device or to failure of the device itself patients having inadequate tissue coverage over the operative site. Implant utilization that would interfere with anatomical structures or physiological performance. Any mental or neuromuscular disorder which would create an unacceptable risk of fixation failure or complications in postoperative care. Other medical or surgical conditions which would preclude the potential benefit of surgery. " [original statement]: " adverse effects in many instances, adverse results may be clinically related rather than device related. The following are the most frequent adverse effects involving the use of internal fracture fixation devices: ¿ delayed union or non-union of the fracture site. ¿ these devices can break when subjected to the increased loading associated with delayed unions and/or nonunions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device. Conditions attributable to non-union, osteoporosis, osteomalacia, diabetes, inhibited revascularization and poor bone formation can cause loosening, bending, cracking,fracture of the device or premature loss of rigid fixation with the bone. Improper alignment can cause a mal-union of the bone and/or bending, cracking or even breakage of the device. Increased fibrous tissue response around the fracture site due to unstable comminuted fractures. Early or late infection, both deep or superficial. Deep venous thrombosis. Avascular necrosis. Shortening of the effected bone/fracture site. Subclinical nerve damage may possibly occur as a result of the surgical trauma. Material sensitivity reactions in patients following surgical implantation have rarely been reported, however their significance awaits further clinical evaluation. Post-operative post-operative patient activity: these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. External immobilization (e.g. Bracing or casting) may be employed until x-rays or other procedures confirm adequate bone consolidation. The implant is a short-term implant. In the event of a delay in bone consolidation, or if such consolidation does not take place, or if explantation is not carried out, complications may occur, for example fracture or loosening of the implant or instability of the implant system. Regular post-operative examinations (e.g. X-ray checks) are advisable. The risk of post-operative complication (e.g. Failure of an implant) is higher if patients are obese and/or cannot follow the recommendations of the physician because of any mental or neuromuscular disorder. For this reason those patients must have additional post-operative follow- up. Implant removal should be followed by adequate postoperative management to avoid fracture or refracture of the bone. Informing the patient the implantation affects the patient¿s ability to carry loads and her/his mobility and general living circumstances. For this reason, the surgeon must counsel each patient individually on correct behavior and activity after the implantation. The surgeon must warn patient that the device cannot and does not replicate a normal healthy bone, that the device can break or become damaged as a result of strenuous activity, trauma, mal-union or non-union and that the device has a finite expected service life and may need to be removed at some time in the future. Explain the need to report unusual changes in the implantation area as well as falls or accidents even if the device or the site of operation did not appear to be harmed at the time. Explain also the need to appear for the postoperative examinations (e.g. X-ray checks) and for the possible explantation of the implant.

Event description:
It was reported that the patient had a revision surgery following a non-union with a synthes distal lateral plate (synthes notified). Following the primary revision surgery using vitoss foam, vitoss morsel, and stryker distal lateral plate there was a reported break and non-union. As a result stryker nails were required to fix the plate.

Event description:
It was reported that the patient had a revision surgery following a non-union with a synthes distal lateral plate (synthes notified). Following the primary revision surgery using vitoss foam, vitoss morsel, and stryker distal lateral plate there was a reported break and non-union. As a result stryker nails were required to fix the plate.